Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was intermittently difficult to install cartridges. Customer's blood glucose level was 204 mg/dl. Reportedly, the customer was able to load the cartridge and resume insulin delivery.